Event description:
Right ventricular (rv) lead had high impedance and loss of capture. The lead was inactivated and replaced (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).